Event description:
It was reported that the customer experienced low blood glucose levels, which resulted in a 911 call to emergency medical services. The blood glucose reading was 51 mg/dl. The customer did not recall any significant events leading to the hospitalization. He was at the hospital for several hours, treated with saline, then discharged. He was unable to troubleshoot the device due to lack of a battery cap. He stated that after he had received his glucose meter, the insulin pump did not seem to be working to bring his blood glucose levels down. He stated that he did not believe that the device was giving him insulin. He had tried to troubleshoot the issue on his own and lost the battery cap. He stated that he had been treating with manual injections since then. He was unsure what alarms, if any, were present on the device. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.